Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Manufacturing evaluation reports that the part was received in good condition showing no signs of wear. The part has a lasered etch that reads 12mm. Since the top level print shows that this product should have a lasered etch that reads 18mm, this complaint is deemed valid from a manufacturing perspective. An internal action has been opened to address this issue. A review of the device history record did not show conditions that could have contributed to the reported event.

Event description:
It was reported that an 18mm drill guide has 12mm etched on the barrel, however it measures 18mm. Item is brand new, out of the box. No hospital or patient involvement. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Placeholder.